Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the infusion set and reservoir were changed and did a rewind three to four times with a complete infusion set and battery change. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip.